Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment of an error code. Analysis also noted that the sensitivity encoder was out of mechanical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.